Event description:
A falsely elevated advia centaur vancomycin result was obtained on a patient sample and considered discordant when compared to lower dilution results and the patient's previous test history result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur vancomycin result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur vancomycin neat results when compared to the lower dilution results may be attributed to an unknown heterophilic interference substance. The customer performed a serial dilution of the patient sample and due to the lower dilution results suspects a heterophilic interference substance. The customer's quality control results were within acceptable limits at the time of the issue. The patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specification.